Manufacturer narrative:
Physio-control further evaluated the removed pcb assemblies and determined that the cause of the reported issue was due to a shorted capacitor, designator c339 from the system pcb assembly. The shorted capacitor also caused two fuses, designators f2 and f4 from the power pcb to become open.

Event description:
The customer reported that during a patient event, their device would not power on. The customer indicated that the patient was only being monitored and did not require any defibrillation therapy. The customer also clarified that there was no backup device available. The patient did survive the event and did not suffer any adverse effects.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported power failure. Physio replaced the power and system/memory pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.